Manufacturer narrative:
(B)(4). Batch # m52k27. The analysis results showed that one ecr60g cartridge reload was received. The reload was received in good visual conditions and fully fired. No further functional test could be performed due to the condition of the reload. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during an unknown procedure, during the first shot with the green reload, opening the device, the suture is not properly in one sector. So a reinforcement of pds was made. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: were there missing staples in the stapleline? Were there staples that did not form in the staple line?